Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, and the motor was corroded. The motor and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The device was sent in for preventative maintenance originally and found to be needing repaired for corroded motor and worn reciprocation arm. Due diligence is complete and no additional information is available. At device evaluation the dermatome was identified with unstable motor speeds. No adverse events were reported as a result of this malfunction.